Event description:
In 2008, the patient reported that she continues to experience air bubbles in her insulin cartridges. She stated that she properly adjusts the piston rod and allows insulin to reach room temperature prior to use. She attempts to prime air bubbles from the system but they are positioned so that she is unable to remove them. The patient was experiencing air bubbles at the time of the report, and she had attempted to prime several times to remove them but was unsuccessful. She requested further training. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.